Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who indicated the pt had residual astigmatism. The iol is in the bag and there was no posterior capsular opacity seen.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).